Manufacturer narrative:
Alleged failure: (B)(4). The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. There is no probable root cause in relation to the complaint as the scope did not have any functional observances with the quality of the image. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was foggy image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was foggy image.